Event description:
It was reported that during preparation for a coronary artery stenting treatment procedure, it was noticed that the stent was loose on the balloon. The target lesion was located in the mid circumflex (cx). During preparation for the procedure, it was discovered that the 3.50x12mm liberte monorail coronary stent was not crimped down on the balloon, it could slide back and forth. The liberte monorail coronary stent delivery system (sds) was not used and never entered the pt. The case was completed with another of the same device with no pt complications reported.